Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that it took multiple presses to turn on the wake button. During troubleshooting with tandem technical support, the pump display turned on when plugged into a power source. In addition, it was reported that the insulin gauge decreased to an inaccurate fill estimate of 290 units. To address the issue, the customer reloaded the cartridge successfully and received an accurate fill estimate. Blood glucose level was 180 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.